Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reports taking actrapid insulin based on result of 103 mg/dl obtained on the mobile system. 15 minutes later customer became unresponsive; an emergency physician and fire brigade were called, and customer tested 21 mg/dl on professional device 25 minutes after testing 103 mg/dl. Customer was taken to the hospital and admitted for two days. Information regarding medical treatment was not provided. Requested return of suspect device.